Manufacturer narrative:
(B)(4). This device was accidentally dropped during a pt event. The device worked as expected during the event, but afterwards the device was evaluated locally by philips and a charge failure was detected during an op check test. There was no report of negative pt impact. Replacement of the "ECG out / ac internal cable" resolved the symptom. The device was placed back in service.

Event description:
This device was accidentally dropped during a pt event.